Event description:
We have noticed a precipitate or sediment in several 10ml normal saline flush syringes manufactured by b. Braun. Dose: 10ml, route: IV. Dates of use: approx one and a half months in 2007.